Manufacturer narrative:
The user reported that the push rod could not be pushed in the long sheath due to resistance while advancing the filter, therefore, the marker could not reach the valve during the filter implantation of a 55cm femoral optease inferior vena cava (ivc) retrievable filter. The long sheath (unknown) was then rotated and retracted, however, it was still unable to be pushed out even though it was straight. Subsequently, the long sheath was withdrawn as a whole and a new filter was used to complete the operation successfully. Analysis of the returned brite tip showed it was torn. The device was stored per labeling. The patient¿s right femoral intertrochanteric was fractured, so the filter was implanted to prevent pe. The product was stored, handled, inspected and prepped according to the instructions for use (IFU). There was nothing unusual noted about the device prior to use. The access site was the femoral vein. The appropriate end of the storage tube was inserted into the sheath introducer. The filter was advanced into the sheath introducer by advancing the obturator through the end of the storage tube until the filter was positioned well into the cannula of the sheath introducer. There was no damage noted to the device after it was removed from the patient. There was no reported patient injury. The device was returned for analysis. Per visual analysis, one non-sterile optease retr filter 55 device was received inside a plastic bag. A torn condition was observed at the tip of the unit. No other anomalies were observed. Per dimensional analysis, results were found within specification. Per functional analysis, an insertion/withdrawal test was performed through the csi cannula and no anomalies were observed. Sem analysis was performed to the torn area of the unit. Results showed that the torn area observed on the tip of the optease retr filter 55 cannula unit presented evidence of scratch marks. This type of damage is commonly caused during the interaction of the unit material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch mark on the unit¿s tip could probably led to the torn condition found on the received device. It seems that the tip was torn either due to the interaction of the unit with calcified spicules located on the lesion or with a sharp object from the outside of the cannula. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 17968781 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) -impeded - in patient¿ was not confirmed since the functional test was performed and no anomalies were noted. In addition, the dimensional analysis was found within specification. The reported "brite tip/distal tip-frayed/split/torn" was confirmed since the tip of the catheter presented a torn condition. Sem analysis confirmed scratch marks on the unit. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as operator technique or vessel characteristics, although unknown, may have contributed to the reported events. However, the scratch marks on the unit is caused by an interaction with the unit with a sharp object or mechanical damage which is likely attributed to operator technique with the device. According to the IFU, which is not intended as a mitigation of risk, ¿if strong resistance is met during any stage of the procedure, discontinue the procedure and determine the cause before proceeding.¿ additionally, per the IFU, trained users are instructed to inspect the package and device prior to use for any damages. Neither the phr nor the product analysis available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
The surgeon encountered the situation that ¿the push rod could not be pushed in the long sheath¿ due to resistance while advancing the filter, therefore the marker could not reach the valve during the filter implantation operation of a 55cm femoral optease inferior vena cava (ivc) retrievable filter. So, the long sheath (unknown) was rotated, and the long sheath was retracted, however, it was still unable to be pushed out even if it was straight. So, the long sheath was withdrawn as a whole, and a new filter was replaced to complete the operation successfully. Analysis of the returned device the brite tip was torn. There was no reported patient injury. The device was stored per labelling. The patient¿s right femoral intertrochanteric was fractured, so the filter was implanted ¿to place the pe.¿ the product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the device prior to use. The access site was the femoral vein. The appropriate end of the storage tube was inserted into the sheath introducer. The filter was advanced into the sheath introducer by advancing the obturator through the end of the storage tube until the filter was positioned well into the cannula of the sheath introducer. There was no damage noted to the device after it was removed from the patient. The device will be returned for analysis.